Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 500 mg/dl. The customer also reported a button error alarm. The customer stated that he did not press any button for longer than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.